Event description:
Reported as "band sippage." The surgeon tried to surgically reposition the device, but it broke during the procedure. A replacement lap-band system was implanted during the same surgery.